Event description:
It was reported that there was a level 1 trauma patient brought into the emergency department (ed) due to an open skull fracture with high potential for herniation, multiple other fractures, and ¿other issues.¿ mannitol infusion was ordered by the physician, and it was "verified and pulled" from automated medication dispensing machine (omnicell) by the pharmacist in ed. The infusion was hung and programmed into the pump by an intensive care unit (ICU) nurse under critical care profile. However, it was reportedly ¿programmed at a much slower rate than it should have been for a herniation¿. This was not corrected until flight care clinician asked what the rate should be for their pumps (roughly 20 minutes after the initiation of mannitol). Per the ICU nurse, they did attempt to clarify the rate multiple times with other staff members of the ed, but they reportedly never received a definitive answer on what the rate should be. It was reported that there was no rate indicated on the (physician) order. There was also ¿no rate/time information listed in the admin instructions¿. Per report, mannitol 20% infusion is set up to require rate/vtbi (volume to be infused)/duration (if selected) to be manually entered into the pump. It was reported that the hospital¿s current drug library ¿is built with soft min and a soft max, but that is the only guidance offered¿. The customer noted that for the hospital¿s drug library setting for mannitol, ¿the soft min and max are also quite a bit slower than what it would need to be for high intracranial pressure (over 10-30 minutes) or herniation (over about 10 minutes)¿. The customer stated that the infusion will ¿also get a warning about exceeding the max rate when you try to run it off the guardrails¿. Per customer, this medication (mannitol) is not given often (at their facility), but ¿because of the rarity in its use the vast majority of staff has likely had minimal to no experience with it¿. The patient was then reportedly transferred to "other trauma center". The customer provided the following feedback regarding the guardrails setting for mannitol infusion configured by the hospital: the customer believes that ¿it is a multi-part issue that pharmacy could contribute to solving by altering the admin (administration) instructions and the pump settings¿. The customer added that some drugs have "indications," (treatment indication associated with drug name), that can be selected after choosing the drug which can guide the nurse to the appropriate rates. The customer is asking if it possible to add something to this effect to the (drug) profile for mannitol. Bd pharmacist has engaged with the customer (pharmacist) and discussed possible changes to the hospital's drug library. Although multiple attempts have been made requesting for additional information and product return, none was provided.

Manufacturer narrative:
Additional information investigation summary the root cause for the reported issue of an si - programming error (mannitol) was not determined because no products or device logs were returned. The reported issue that there was an si - programming error (mannitol) could not be confirmed; no products or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. Root cause the root cause for the reported issue of an si - programming error (mannitol) was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a level 1 trauma patient brought into the emergency department (ed) due to an open skull fracture with high potential for herniation, multiple other fractures, and ¿other issues.¿ mannitol infusion was ordered by the physician, and it was "verified and pulled" from automated medication dispensing machine (omnicell) by the pharmacist in ed. The infusion was hung and programmed into the pump by an intensive care unit (ICU) nurse under critical care profile. However, it was reportedly ¿programmed at a much slower rate than it should have been for a herniation¿. This was not corrected until flight care clinician asked what the rate should be for their pumps (roughly 20 minutes after the initiation of mannitol). Per the ICU nurse, they did attempt to clarify the rate multiple times with other staff members of the ed, but they reportedly never received a definitive answer on what the rate should be. It was reported that there was no rate indicated on the (physician) order. There was also ¿no rate/time information listed in the admin instructions¿. Per report, mannitol 20% infusion is set up to require rate/vtbi (volume to be infused)/duration (if selected) to be manually entered into the pump. It was reported that the hospital¿s current drug library ¿is built with soft min and a soft max, but that is the only guidance offered¿. The customer noted that for the hospital¿s drug library setting for mannitol, ¿the soft min and max are also quite a bit slower than what it would need to be for high intracranial pressure (over 10-30 minutes) or herniation (over about 10 minutes)¿. The customer stated that the infusion will ¿also get a warning about exceeding the max rate when you try to run it off the guardrails¿. Per customer, this medication (mannitol) is not given often (at their facility), but ¿because of the rarity in its use the vast majority of staff has likely had minimal to no experience with it¿. The patient was then reportedly transferred to "other trauma center". The customer provided the following feedback regarding the guardrails setting for mannitol infusion configured by the hospital: the customer believes that ¿it is a multi-part issue that pharmacy could contribute to solving by altering the admin (administration) instructions and the pump settings¿. The customer added that some drugs have "indications," (treatment indication associated with drug name), that can be selected after choosing the drug which can guide the nurse to the appropriate rates. The customer is asking if it possible to add something to this effect to the (drug) profile for mannitol. Bd pharmacist has engaged with the customer (pharmacist) and discussed possible changes to the hospital's drug library. Although multiple attempts have been made requesting for additional information and product return, none was provided.